Event description:
It was reported that the customer was hospitalized due to low blood glucose levels on (B)(6) 2014. The blood glucose reading was in the 40 mg/dl range. The customer stated that he was not feeling well and that he had his friend transport him to the hospital. He stated that he had given himself too much insulin using the insulin pump. He was treated with food upon admittance. He advised that he was no longer using the insulin pump because he ran out of supplies, but he reported that the device itself was fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.